Event description:
It was reported that during a scheduled filter retrieval, the filter could not be retrieved. Reportedly, imaging was performed and the filter appeared to be in a good position for retrieval. Initially, the physician advanced a recovery cone. During the retrieval attempt, the apex was not captured. The filter arms and legs were lifted and the filter became tilted. A snare was then used, but this resulted in further limb malposition and filter tilting to approximately 90 degrees. The filter apex was now blocked by the malpositioned limbs. The following day, another retrieval attempt was performed. Using forceps and a balloon catheter, attempts were made to reposition the filter. This resulted in additional tilting to a 150 degree angle, and the filter could not be retrieved. To prevent possible migration, another filter was deployed above the first one. There was no report of any injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot # was unk. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.

Manufacturer narrative:
Additional information received indicated that approximately one month later, another retrieval was performed and on initial fluoro, the filter apex appeared to be perforating the cava wall the filter was successfully retrieved using forceps. The filter was retained by the user facility. Therefore, a product evaluation could not be performed. Images were provided. Film review: ivc filter type is confirmed to be bard g2x. The filter was noted to be initially vertically aligned within the vena cava and not tilted prior to the scheduled filter retrieval images documented multiple attempts to retrieve the filter with a recovery cone and a snare, from the jugular and the femoral approach. The filter tilted in varying degrees to an almost completely inverted position in the ivc with the attempts, and multiple filter limbs became distorted from their original configuration. Final images confirm the successful removal of the filter from the jugular approach, approximately one month later. No contrast extravasation was noted during the vena cavagram, post-filter removal. There were no CT or MRI images submitted for review, therefore, an assessment of the position of the apex in the ivc could not be performed and the complaint of apex perforation cannot be confirmed. Based on the images provided, the complaint of difficult retrieval can be confirmed. Filter tilt is confirmed, although the tilt was the result of manipulation of the filter during the retrieval attempts. Apex perforation cannot be confirmed. Conclusion: based on the images and reports received, the complaint is confirmed for difficult to retrieve. No images were provided of the vena cava with contrast, nor were any CT images submitted; therefore, the complaint for apex perforation cannot be confirmed. Also, the documented retrieval attempts resulted in the tilted, horizontal position of the filter. Definitive root cause is unknown. The current IFU (instructions for use) states: g2 x filter implantation warnings: movement, migration or tilt of the filter are known complications of vena cava filters. G2 x filter removal warnings: do not attempt to remove the g2 x filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. G2 x filter implantation precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Remove the g2 x filter using an intravascular snare or the recovery cone removal system only. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings," "precautions," or "potential complications" sections of the instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 09/2012.

Event description:
It was reported that during a scheduled filter retrieval, the filter could not be retrieved. Reportedly, imaging was performed and the filter appeared to be in a good position for retrieval. Initially, the physician advanced a recovery cone. During the retrieval attempt, the apex was not captured. The filter arms and legs were lifted and the filter became tilted. A snare was then used, but this resulted in further limb malposition and filter tilting to approximately 90 degrees. The filter apex was now blocked by the malpositioned limbs. The following day, another retrieval attempt was performed. Using forceps and a balloon catheter, attempts were made to reposition the filter. This resulted in additional tilting to a 150 degree angle and the filter could not be retrieved. To prevent possible migration, another filter was deployed above the first one. Approximately one month later, the filter was successfully retrieved using forceps. The apex of the filter appeared to be penetrating or perforating wall on initial fluoro. There was no report of any injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and the filter remained tilted. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, patient presented for filter retrieval procedure. Despite numerous attempts, retrieval via the cone was unsuccessful. Subsequently, multiple attempts were made using a goose-neck snare and triple snare also without success. It was reported that a portion of the filter remained tilted/malpositioned at this time. Eventually, the attempts made were also unsuccessful. Therefore, the investigation is confirmed filter tilt and retrieval difficulties. During the first retrieval attempt, there was no report issues with the filter; therefore, it is possible that the unsuccessful retrieval attempts contributed to the filter tilt. However, based on the available information, definite root cause is unknown. Labeling review: instructions for use: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2012.

Event description:
It was reported that during a scheduled filter retrieval, the filter could not be retrieved. Reportedly, imaging was performed and the filter appeared to be in a good position for retrieval. Initially, the physician advanced a recovery cone. During the retrieval attempt, the apex was not captured. The filter arms and legs were lifted and the filter became tilted. A snare was then used, but this resulted in further limb malposition and filter tilting to approximately 90 degrees. The filter apex was now blocked by the malpositioned limbs. The following day, another retrieval attempt was performed. Using forceps and a balloon catheter, attempts were made to reposition the filter. This resulted in additional tilting to a 150 degree angle and the filter could not be retrieved. To prevent possible migration, another filter was deployed above the first one. Approximately one month later, the filter was successfully retrieved using forceps. The apex of the filter appeared to be penetrating or perforating wall on initial fluoro. There was no report of any injury to the patient. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter was unable to be retrieved. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and the filter remained tilted. The current status of the patient is unknown.